Event description:
It was reported that both t1 and t2 deployed together. Procedure was completed with a back-up device. No patient injury reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment confirmed the needle is bent. No ts or suture remain on the needle, however a 12 inch length of suture was returned. The suture shows no abnormalities and its length is consistent with a successfully used device.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.